Event description:
During a laparoscopy with co2 laser the surgeon determined a laparoscopic appendectomy was necessary. He fired the atw35 across the meso appendix and had more bleeding than he would expect. The surgeon fired again, after reloading the device, across the remaining pedicle and again had bleeding. Surgeon used bipolar cautery on the area. Another company's device with a blue cartridge was used to complete the case. There was no consequence to the pt.